Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("miscarriage") in an adult female patient who had essure (batch no. 695927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included pregnancy, c-section, breast feeding, multigravida and parity 4. Concurrent conditions included latex allergy, urinary tract infection and dysfunctional uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), rash ("skin rash"), alopecia ("hair loss"), allergy to metals ("nickel allergy"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems or change"), urinary tract disorder ("urinary problems or changes") and dysmenorrhoea ("dysmenorrhea (cramping)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy and total vaginal hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, rash, alopecia, allergy to metals, weight increased, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder and dysmenorrhoea outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, alopecia, bladder disorder, device dislocation, dysmenorrhoea, menorrhagia, pregnancy with contraceptive device, rash, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion procedure: normal uterus and tubes and ostia had 3-4 coils placed bilaterally without difficulty. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs received - new event "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bladder problems or change, urinary problems or changes, dysmenorrhea (cramping)" were added. Lot number was added. Historical and concomitant conditions were added. New reporter were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("miscarriage") in an adult female patient who had essure (batch no. 695927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included pregnancy, c-section, breast feeding, multigravida and parity 4. Concurrent conditions included latex allergy, urinary tract infection and dysfunctional uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), rash ("skin rash"), alopecia ("hair loss"), allergy to metals ("nickel allergy"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems or change"), urinary tract disorder ("urinary problems or changes") and dysmenorrhoea ("dysmenorrhea (cramping)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy and total vaginal hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, rash, alopecia, allergy to metals, weight increased, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder and dysmenorrhoea outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, alopecia, bladder disorder, device dislocation, dysmenorrhoea, menorrhagia, pregnancy with contraceptive device, rash, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion procedure: normal uterus and tubes and ostia had 3-4 coils placed bilaterally without difficulty. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), device dislocation ('migration of implant'), pregnancy with contraceptive device ('pregnancy'), abortion spontaneous ('stillbirth /miscarriage'), neuromyopathy ('neuro cond/prob') and staphylococcal infection ('staphylococcal infection') in an adult female patient who had essure (batch no. 695927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy, c-section, breast feeding, multigravida and parity 4. Concurrent conditions included latex allergy, urinary tract infection and dysfunctional uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abortion spontaneous (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), staphylococcal infection (seriousness criterion medically significant), rash ("skin rash"), alopecia ("hair loss"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems or change"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), genital haemorrhage ("genital abnormal bleeding"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions "), tooth disorder ("dental problems"), migraine ("migraine "), headache ("headache "), nausea ("nausea ") and visual impairment ("vision problems"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy and total vaginal hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, pregnancy with contraceptive device, abortion spontaneous, neuromyopathy, rash, alopecia, allergy to metals, weight increased, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, vaginal discharge, cystitis, fatigue, gastrointestinal disorder, tooth disorder, migraine, headache, nausea and visual impairment outcome was unknown and the staphylococcal infection had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, alopecia, bladder disorder, cystitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, neuromyopathy, pregnancy with contraceptive device, rash, staphylococcal infection, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: insertion procedure: normal uterus and tubes and ostia had 3-4 coils placed bilaterally without difficulty. Plaintiff received treatment for pain, nickel/allergy, allergy, breakage/expulsion, bladder /urinary problem and other injury/symptom . Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received , new reporter ,lab data, new event dyspareunia (painful sexual intercourse), genital abnormal bleeding , breakage, vaginal discharge, bladder infection, fatigue, gi conditions , dental problems, hormonal changes , migraine , headache , nausea , neuro cond/prob, vision problems and outcome were added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), device dislocation ('migration of implant'), abortion spontaneous ('stillbirth /miscarriage'), neuromyopathy ('neuro cond/prob'), staphylococcal infection ('staphylococcal infection') and tooth fracture ('dental problems, teeth were crumbing away') in an adult female patient who had essure (batch no. 695927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy, c-section, breast feeding, multigravida and parity 4. Concurrent conditions included latex allergy, urinary tract infection and dysfunctional uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abortion spontaneous (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), staphylococcal infection (seriousness criterion medically significant), tooth fracture (seriousness criterion medically significant), rash ("skin rash"), alopecia ("hair loss"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems or change"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), genital haemorrhage ("genital abnormal bleeding"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions "), migraine ("migraine "), headache ("headache "), nausea ("nausea ") and visual impairment ("vision problems"), was found to have a pregnancy with contraceptive device ("pregnancy") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy and total vaginal hysterectomy and she had 9 teeth pulled). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, abortion spontaneous, neuromyopathy, tooth fracture, pregnancy with contraceptive device, rash, alopecia, allergy to metals, weight increased, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, vaginal discharge, cystitis, fatigue, gastrointestinal disorder, migraine, headache, nausea and visual impairment outcome was unknown and the staphylococcal infection had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, alopecia, bladder disorder, cystitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, neuromyopathy, pregnancy with contraceptive device, rash, staphylococcal infection, tooth fracture, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: insertion procedure: normal uterus and tubes and ostia had 3-4 coils placed bilaterally without difficulty. Plaintiff received treatment for pain, nickel/allergy, allergy, breakage/expulsion, bladder /urinary problem and other injury/symptom . At the age of 27, patient had hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: result not provided. Lot number: 695927, manufacture date: 2009-11, expiration date: 2012-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), device dislocation ('migration of implant'), abortion spontaneous ('stillbirth /miscarriage'), neuromyopathy ('neuro cond/prob'), staphylococcal infection ('staphylococcal infection') and tooth fracture ('dental problems, teeth were crumbing away') in an adult female patient who had essure (batch no. 695927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy, c-section, breast feeding, multigravida and parity 4. Concurrent conditions included latex allergy, urinary tract infection and dysfunctional uterine bleeding. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced alopecia ("hair loss"), genital haemorrhage ("genital abnormal bleeding") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced migraine ("migraine"), headache ("headache") and nausea ("nausea"). In (B)(6) 2012, the patient experienced dermatitis contact ("adhesives") and rubber sensitivity ("latex"). In (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device ("pregnancy"). In (B)(6) 2013, the patient experienced depression ("depression"). In ()b)(6) 2013, the patient experienced hirsutism ("grew hair on my upper lip"). In (B)(6) 2013, the patient experienced tooth fracture (seriousness criterion medically significant), dizziness ("dizziness") and facial paralysis ("bells palsy"). In (B)(6)2013, the patient experienced furuncle ("boils") and blister ("little blisters all over my skin"). In (B)(6) 2014, the patient experienced visual impairment ("vision problems"). In (B)(6)2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abortion spontaneous (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), staphylococcal infection (seriousness criterion medically significant), rash ("skin rash"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems or change"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), cystitis ("bladder infection"), constipation ("gi conditions"), hot flush ("hot flashes"), anxiety ("anxiety"), abdominal distension ("bloating"), dyspepsia ("heart burn"), arthralgia ("hips pain"), vulvovaginal pain ("pain in vaginal cavity") and irritable bowel syndrome ("irritable bowel syndrome"). The patient was treated with surgery (salpingectomy and total vaginal hysterectomy and she had 9 teeth pulled). Essure was removed on (B)(6)2015. At the time of the report, the device breakage, device dislocation, abortion spontaneous, tooth fracture, pregnancy with contraceptive device, rash, alopecia, allergy to metals, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, vaginal discharge, cystitis, hirsutism, migraine, headache, nausea, visual impairment, hot flush, dermatitis contact, rubber sensitivity, depression, anxiety, furuncle, blister, dizziness, facial paralysis, abdominal distension and dyspepsia outcome was unknown and the neuromyopathy, staphylococcal infection, weight increased, fatigue, constipation, urinary tract infection, arthralgia, vulvovaginal pain and irritable bowel syndrome had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion spontaneous, allergy to metals, alopecia, anxiety, arthralgia, bladder disorder, blister, constipation, cystitis, depression, dermatitis contact, device breakage, device dislocation, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, facial paralysis, fatigue, furuncle, genital haemorrhage, headache, hirsutism, hot flush, irritable bowel syndrome, menorrhagia, migraine, nausea, neuromyopathy, pregnancy with contraceptive device, rash, rubber sensitivity, staphylococcal infection, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: insertion procedure: normal uterus and tubes and ostia had 3-4 coils placed bilaterally without difficulty. Plaintiff received treatment for pain, nickel/allergy, allergy, breakage/expulsion, bladder /urinary problem and other injury/symptom . At the age of 27, patient had hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Lot number: 695927 manufacture date: 2009-11 expiration date: 2012-11 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received- new events hot flashes, adhesives, latex, urinary tract infection, depression, anxiety, boils, little blisters all over my skin, dizziness, bells palsy, bloating, heart burn, hips pain, pain in vaginal cavity and irritable bowel syndrome were added. Hormonal imbalance was updated into hirsutism, gastrointestinal disorder was updated into constipation. Lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), device dislocation ('migration of implant'), abortion spontaneous ('stillbirth /miscarriage'), neuromyopathy ('neuro cond/prob'), staphylococcal infection ('staphylococcal infection') and tooth fracture ('dental problems, teeth were crumbing away') in an adult female patient who had essure (batch no. 695927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy, c-section, breast feeding, multigravida and parity 4. Concurrent conditions included latex allergy, urinary tract infection and dysfunctional uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abortion spontaneous (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), staphylococcal infection (seriousness criterion medically significant), tooth fracture (seriousness criterion medically significant), rash ("skin rash"), alopecia ("hair loss"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems or change"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), genital haemorrhage ("genital abnormal bleeding"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions "), migraine ("migraine "), headache ("headache "), nausea ("nausea ") and visual impairment ("vision problems"), was found to have a pregnancy with contraceptive device ("pregnancy") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy and total vaginal hysterectomy and she had 9 teeth pulled). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, abortion spontaneous, neuromyopathy, tooth fracture, pregnancy with contraceptive device, rash, alopecia, allergy to metals, weight increased, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, vaginal discharge, cystitis, fatigue, gastrointestinal disorder, migraine, headache, nausea and visual impairment outcome was unknown and the staphylococcal infection had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, alopecia, bladder disorder, cystitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, neuromyopathy, pregnancy with contraceptive device, rash, staphylococcal infection, tooth fracture, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: insertion procedure: normal uterus and tubes and ostia had 3-4 coils placed bilaterally without difficulty. Plaintiff received treatment for pain, nickel/allergy, allergy, breakage/expulsion, bladder /urinary problem and other injury/symptom . At the age of 27, patient had hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received event " dental problem was updated as they were crumbing away". Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("miscarriage") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), rash ("skin rash"), alopecia ("hair loss"), allergy to metals ("nickel allergy") and weight increased ("weight gain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (she had surgery to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, rash, alopecia, allergy to metals and weight increased outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, alopecia, device dislocation, pregnancy with contraceptive device, rash and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.